Manufacturer narrative:
On 11/2014. Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user that upon trying to catheterize his son, "the catheter pinched the skin on entry and the skin has been found in the catheter tube on removal".

Manufacturer narrative:
No previous investigations are available. Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No other complaint was received for the referenced code within last 48 months. A batch review revealed that no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).